Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's device had an arrhythmia alarm and electrode belt gelled. The patient was reportedly walking and fell forward at the time. The patient reported that she did not recall any treatment taking place and that she pressed the response buttons to cancel the alarm. A subsequent download revealed that the patient was treated. A zoll patient service representative (psr) followed up and reported that the patent pressed the response buttons at the onset of the alarm, but the patient lost consciousness, fell and hit her face. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 241 bpm contributed to the false detection. The response buttons were pressed before the treatment but not immediately prior to the pulse delivery. The patient went to the ER following the event and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4); electrode belt: sn (B)(4): 05/2011. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.